Manufacturer narrative:
Concomitant medical products: ICU medical nanoclave connector (a1000); vygon 6¿ microbore trifurcated (3 needle-free) ext set with 0.2 micron filter (item#: (B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infant received three times more fentanyl than expected. On (B)(6) 2018 at 10:55 am, a fentanyl infusion was started at 0.13ml/hr in a 3ml syringe. During the 1700 hour, the nurse reported that the baby received an inadvertent bolus of fentanyl. No report was received of effects to the patient as a result of the event. Tpn and lipids were infusing via other modules at the time. The initial hospital review of the event log noted that it is possible a 1ml syringe was used instead of a 3 ml syringe.

Event description:
The customer reported that an infant received three times more fentanyl than expected. On (B)(6) 2018 at 10:55 am, a fentanyl infusion was started at 0.13ml/hr in a 3ml syringe. During the 1700 hour, the nurse reported that the baby received an inadvertent bolus of fentanyl. No report was received of effects to the patient as a result of the event. Tpn and lipids were infusing via other modules at the time. The initial hospital review of the event log noted that it is possible a 1ml syringe was used instead of a 3 ml syringe. The event occurred in the nicu.

Manufacturer narrative:
Patient is an infant. Weight = 0.66 kilograms. The customer¿s report that an infusion of fentanyl had infused three times more than expected was confirmed via log analysis. The pcu event log showed that on the date of (B)(6) 2018, an infusion of the drug fentanyl was performed from the time of 10:57am to 5:40pm. The drug concentration selection was 15mcg/3ml but during programming, the bd 1ml syringe was selected as opposed to the bd 3ml syringe. The entire contents of the syringe was infused as programmed with the system recording the volume infused at 0.8867m when it was most likely actually ~3ml. It was noted that an infusion of the same drug had been performed prior, in which a bd 3ml syringe had been selected. The label on the received extension set had notations of the start and end that coincided with this successfully performed infusion. This infusion recorded a volume infused at 1.5481ml. Inspection and testing performed on the syringe pump module did not find any malfunctions. The root cause for the customer¿s reported experience is programming, in which a bd 1ml syringe was selected instead of the bd 3ml syringe.